Manufacturer narrative:
The current instructions for use (IFU) contains the following: "warnings - in rare instances, some patients may be allergic to the aligner material (e.g., plastic, coating material) including aligners with occlusal blocks material.". Potential root cause not identified. Align's clinical review: anaphylactic shock is the most severe form of an allergic reaction, characterized by a sudden drop in blood pressure and airway constriction, which can lead to respiratory distress. Based on the information provided, the incident meets criteria for life threatening events due to the need for urgent medical intervention and due to anaphylactic shock. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported life-threatening event. Based on the available information, the patient had a life-threatening event, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of ulcers throughout her mouth since the treatment started. Later on (B)(6) 2026, the treating doctor shared that the patient experienced anaphylactic shock, and the patient required hospital care. It is unknown if the patient had any known allergies or pre-existing conditions. The patient reported visiting the hospital, however, is unknown if any medication was administered. It is unknown if the patient was prescribed or took any medications in relation to the reported symptoms. It is known that the patient had some test done, the treating doctor said he will share the notes from the hospital visit; however, he has not provided any information yet. It is unknown if the treatment was discontinued or if the patient is still using the aligners, and the patient's current condition is unknown.